Event description:
During an ercp the initial passage of duodenoscope across the pylorus in the prone position was not feasible due to dilated stomach, body habitus and angulated / deformity at the junction of d1-d2. Scope was withdrawn and patient was placed in the supine position. Subsequently scope was traversed to the second portion of duodenum with some difficulty. The physician was using an olympus scope with single use distal cover. Duodenoscope was withdrawn and the distal cover was not attached according to the physician, rn and endoscopy technician several attempts were made to retrieve the distal cover without success.